Event description:
It was reported the patient presented for replacement procedure following an infection. During surgery, vegetation was seen in the right atrium and the leadless pacemaker (lp) exhibited high pacing impedance and a stretched helix. The procedure was completed using a different lp. There were no patient consequences.